Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was intended to be implanted within the trachea of a patient during a stenting procedure performed on (B)(6), 2010. According to the complainant, the lesion was not dilated prior to stent placement. During the procedure as the physician was deploying the stent at the target lesion the deployment suture broke. The physician then cut the proximal end of the delivery catheter, and searched for any suture fragments. It was reported that no part of the suture fell inside the patient. As a result of the broken deployment suture, the stent was unable to be implanted. The partially deployed stent was removed from the patient without issue, and the procedure was successfully completed with a different stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was intended to be implanted within the trachea of a patient during a stenting procedure performed on (B)(6), 2010. According to the complainant, the lesion was not dilated prior to stent placement. During the procedure as the physician was deploying the stent at the target lesion the deployment suture broke. The physician then cut the proximal end of the delivery catheter, and searched for any suture fragments. It was reported that no part of the suture fell inside the patient. As a result of the broken deployment suture, the stent was unable to be implanted. The partially deployed stent was removed from the patient without issue, and the procedure was successfully completed with a different stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
The returned device presented with the stent partially deployed by 3cm. Visual examination noted that the proximal end of the catheter deliver system had been severed 63cm proximal from the distal tip (which is consistent with the reported information that the physician cut the delivery system). The deployment suture was broken approximately 41cm from the point of release. During a functional analysis, the remaining suture thread was retracted and the stent deployed without issue. No issues were noted with the profile of the stent. The condition of the returned device is consistent with the complaint event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was intended to be implanted within the trachea of a patient during a stenting procedure performed on (B)(6), 2010. According to the complainant, the lesion was not dilated prior to stent placement. During the procedure as the physician was deploying the stent at the target lesion the deployment suture broke. The physician then cut the proximal end of the delivery catheter, and searched for any suture fragments. It was reported that no part of the suture fell inside the patient. As a result of the broken deployment suture, the stent was unable to be implanted. The partially deployed stent was removed from the patient without issue, and the procedure was successfully completed with a different stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.